Manufacturer narrative:
.

Event description:
The customer reported that a red x is displayed; further information was provided that an error message was also displayed indicating that the self-test was not received. There was no adverse patient impact reported.